Manufacturer narrative:
During the site visit, the abbott field service (fsr) inspected, and debris was found in cuvette 88. The cuvette was cleaned which resolved and the issue. The alnty c-series cuvette (04s47-01) was determined to be the likely cause of the result issue. A review of the alinity (B)(6) instrument service history, identified no contributing factors to the discrepant result. A review of the alinity c, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the alnty c-series cuvette associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of the alinity ci-series operations manual shows adequate information for operational precautions and limitations and troubleshooting for the reported issue; including, but not limited to, replacement and the verification of the alnty c-series cuvette. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6), or the alnty c-series cuvette.

Event description:
The customer observed falsely elevated creatinine2 results for multiple assays generated on alinity c processing module for multiple patients. The results provided were: on (B)(6) 2024 sid (B)(6) initial=1904.8 umol/l /repeated on (B)(6) 2024 on alinity (B)(6) = 76.7 umol/l /repeated on (B)(6) on (B)(6) 2024=73.5 umol/l. This patient transferred to emergency room due to falsely elevated creatinine 2 result, but no other treatment provided and return back to regular unit after repeated creatinine result. On (B)(6) 2024 sid (B)(6) initial= 2036.9 mol/l /repeated=76.7 umol/l. On (B)(6) 2024 sid (B)(6) initial=2140.8 mol/l /repeated=61., 60.2, 60.4 and 58.6 mol/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated creatinine2 results for multiple assays generated on alinity c processing module for multiple patients. The results provided were: on (B)(6) 2024, sid (B)(6) initial=1904.8 umol/l /repeated on (B)(6) 2024 on alinity (B)(6) = 76.7 umol/l. /repeated on (B)(6) on (B)(6) 2024=73.5 umol/l. This patient transferred to emergency room due to falsely elevated creatinine2 result, but no other treatment provided and return back to regular unit after repeated creatinine result. On (B)(6) 2024, sid (B)(6), initial= 2036.9 mol/l /repeated=76.7 umol/l. On (B)(6) 2024, sid (B)(6), initial=2140.8 mol/l /repeated=61., 60.2, 60.4 and 58.6 mol/l there was no reported impact to patient management.